Event description:
It was reported that the patient presented with lead dislodgement. Helix was unable to be extended when repositioned. Lead was explanted and replaced when repositioning was unsuccessful. Patient condition post procedure was stable.